Event description:
It was reported the devices were used during a laparoscopic cholecysectomy procedure. It was reported by the affiliate that when applying the clips, the teeth of the device made holes in the vessel. This caused the vessel to bleed. The surgeon used another device and the same incident happened. The surgeon the used a competitor's device to complete the case. There was no pt consequence.

Manufacturer narrative:
Device returned with no lot ID. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaw, ab no; condition of handle halves, ab good; crimp location, ab good; jaw condition, ab good; jaw position, ab open, number of clips, a 1 and shaft condition, ab good. Functional tests & results: could the instrument by cycled, ab yes and number of clips fired, a 1 b 9. Analysis conclusion: based upon the inquiry info rec'd, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instruments were returned in good physical condition. The instruments were cycled and fed the clips as designed. The clip form was within design spec. There were no sharp edges observed on the jaws. It was concluded that the instruments were conforming to design specs. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure the clips feed properly and the the clip form is within design spec.